Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed to give warning. The customer's blood glucose level was unknown. The customer also reported cracks near the reservoir window, hair line fracture on upper right corner, battery life lasting only 3 days, loses time throughout month and priming process goes slower. The device will not be returned for analysis.